Event description:
Medtronic employee reports that telemetry confirms a critical alarm is occurring due to eos/ eol message. Eos was on (B)(6) 2011. The patient was in the ICU for other medical issues besides the eos. Drug ¿ morphine. The patient was scheduled to have the pump replaced several times and all were cancelled for various reasons. The patient was recently being treated for bronchitis. The patient was seen in the ICU and was non-verbal. Battery depletion normal. Not currently scheduled for replacement. Morphine 10mg/ml; approx 3.1mg/day additional information received reported that a patient was hearing ¿beeping¿ that was keeping them up at night. The patient initially believed it was coming from the patient¿s implantable neurostimulator (ins) but later it was confirmed to be the pump alarm. The reporter was redirected to the patient¿s healthcare professional (hcp) who managed the pump therapy. The patient¿s daughter stated that in (B)(6) 2011 the battery was to be changed, but the pump stopped before the surgeon was able to replace it ¿through a series of errors,¿ the patient went into morphine withdrawal and was in the ICU for three days. The pump was never replaced; the hcp would not do it due to the patient¿s advanced age. The alarm has been heard ¿on and off¿ since then. The alarm was ¿almost constant¿ at the time of the most recent report. The medication in the pump was ¿a concoction but it was mostly morphine¿ per the reporter. The patient was in a nursing home and was unable to go to an hcp¿s office, and a request was made to have a manufacturer¿s representative come to silence the alarm.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 3037, serial (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4) no longer applies to the pump and instead (B)(4) applies to the 8840 programmer. (B)(4) applies to both the pump and the 8840 programmer. (B)(4) apply to the 8840 programmer. (B)(4) applies to both the pump and the 8840 programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-20 reported that per patient's daughter, the patient does not have one that works anymore (no more active devices). Per patient's daughter, "it" went out because the patient almost died because the doctor monitoring it did not change the battery in time. The patient's daughter verified that neither of that 2 device sets work so they decided to remove it, then hung up. No further complications were reported/anticipated.